Manufacturer narrative:
On 13-oct-2016 product investigation results: reporter returned one toothbrush head on 19-sep-2016. Toothbrush head confirmed to be a counterfeit oral-b power oral care refill precision clean.

Event description:
While brushing teeth, toothbrush head broke in mouth [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported via e-mail on 03-sep-2016 that while he was brushing his teeth that morning with an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke in his mouth. He stated that this was the second time that this had happened, but the first time he just let it go. No symptoms developed. 06-sep-2016 received consumer's follow-up e-mail: the consumer stated that he usually changed the brush heads every couple of months, although this particular one had only been used for a couple of weeks. He stated that the brush had never been dropped. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
While brushing teeth, toothbrush head broke in mouth [device breakage] no adverse event. A male consumer of unspecified age reported via e-mail on (B)(6) 2016 that while he was brushing his teeth that morning with an (B)(6) toothbrush, version unknown, the (B)(6), version unknown broke in his mouth. He stated that this was the second time that this had happened, but the first time he just let it go. No symptoms developed. On (B)(6) 2016 received consumer's follow-up e-mail. The consumer stated that he usually changed the brush heads every couple of months, although this particular one had only been used for a couple of weeks. He stated that the brush had never been dropped. No further information was provided.